Event description:
Devilbiss healthcare received a complaint from an oxygen supplier involving an oxygen concentrator stating, "electrical short and burnt wires." There was no report or evidence of illness, injury or medical treatment associated to the complaint. The unit was returned and is pending evaluation. Devilbiss will file an update if more information becomes available.

Manufacturer narrative:
Drive devilbiss evaluated the device and found thermal damage in the connectors between the line cord and wire harness as well as the wires adjacent to the connectors. There was no observed thermal damage to any other internal components. All internal components in the gas path were found to be undamaged. Damage by a contaminant that entered the unit was observed in the base of the unit. Corrosion due to the contaminant was observed on the compressor, valve and on the bare wires of the wire harness. Functional testing of the unit after replacing the line cord and wire harness indicated that the unit was operational and within specification although the unit would occasionally alarm for low o2 due to the oxygen sensor on the board being slightly out of tolerance on the low end. Based on the assessment of the unit the thermal damage was not caused by a system induced failure and the thermal damage was limited to the connectors between the line cord and wire harness as well as the adjacent wires. There are two possibilities that could have led to the thermal event. The first possibility is that the pins in the wire harness and line cord were not making good contact which caused arcing between the pins and caused the damage. This poor contact condition may have been caused by corrosion of the pins form the contaminant that entered the unit. The second possibility is that the contaminant that entered the unit was conductive and entered the connectors and caused a short in the wire harness initiating the thermal event. Unit was scrapped due to contaminant.